Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. D4 batch #: p9471f. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test handpiece and tested on a gen11. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to verify the condition of the internal components and it was noticed that the retention pin insulation was damaged. Damage to the pin coating could result in alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. Due to the device returned condition we were unable to investigate further the reported tissue effect issues. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. It is possible that reported noise issues might have been caused due to metal to metal contact between the blade pin hole area and retention pin due to the damaged retention pin insulation. The device blade was individually tested and no anomalies were noted with its functionality. No conclusion could be reached as to what caused the insulated pin issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch p9471f and no non-conformances were identified. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date.  This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy the scalpel was hard to cut and coagulate. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.